Event description:
Implant fracture.

Manufacturer narrative:
Implant regio 11 fractured. Construction was a removable denture on the implant. Patient suffered from periimplantitis following bone loss and implant instability. Material analysis concluded mechanical overloading on the implant and patient related bruxism.

Event description:
Implant fracture